Manufacturer narrative:
(B)(4). The analysis results of the analysis found that the device was received with the duckbill out of position and missing. One potential cause for the damage found may be the snagging of an instrument during insertion. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the surgeon was inserting intercede thru the trocar and then the inner gasket fell out into the patient. They retrieved the gasket laparoscopically and finished the case. The surgeon said it just fell right off; she was not using any excessive force. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.